Event description:
A ge field engineer was working on a treadmill motor and had the treadmill belt running while wiping off excess silicon. The rag being used to wipe off the excess silicon became caught in the moving belt and dragged the employee's left middle finger onto belt. The engineer required stitches.

Manufacturer narrative:
Info not known. A follow-up report will be submitted when the investigation is complete.